Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received results of 421 and 30 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.